Event description:
A report was received that the patient was having difficulty charging. The patient was taken to the hospital with difficulty breathing and is also having a rash all over her body with no obvious reason.